Event description:
During a rotator cuff repair an extravasation occurred. The swelling caused displacement of the trachea and the patient remained intubated overnight in the ICU.it was reported the patient remained hospitalized for an additional week but this could not be confirmed. Additional information was not able to be obtained. The biomedical department at the facility performed pressure sensing tests on the pump and found no failure. The device was returned to service without incident prior to being returned to the manufacturer.